Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event (B)(4) (o2 valve leak). No patient involvement.

Event description:
The following was reported to hamilton medical ag: technical event (B)(4) (o2 valve leak). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). Field updated. Device alarms with "technical event: 231008 (o2 valve leak)". No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical if it occurs during ventilation. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The following was reported to hamilton medical ag: technical event 231008 (o2 valve leak) no patient involvement.